Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the lid magnet was missing. Stryker determined that the cause of the observed issue was due to bent/deformed magnet retaining clips. The customer received a replacement device, and the returned device was archived by stryker.